Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 1mg/day via an implantable pump. The indications for use were degen disc disease/herniated disc pain, non-malignant pain, and chronic low back pain. It was reported that the patient¿s pump was at eos (end of service) and was replaced. When replacing the pump, the catheter was determined to be not functioning at the time of the surgery. The physician decided to replace the catheter as well. The enviromental, external or patient factors that may have led or contributed to the issue and the diagnostics and trouble shooting performed was noted as ¿n/a¿. The issue was resolved at the time of the event. It was noted that the healthcare provider would not have any further information regrading the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.